Event description:
The customer reported observing droplets on top of the gel card foil on the ortho provue analyzer while retesting patient samples. The customer indicated that prior to that, the analyzer posted an error message due to the waste connector not being properly secured. The customer connected the tubing properly, performed several primes and final washes and retested the samples. During retest of the patient samples, the customer observed droplets on the gel card foil. There is no indication that an error message was received at this time. No erroneous results reported. Droplets of fluid on top of the gel card foil can be lead to carry over / cross contamination from microtube to microtube and lead to erroneous results.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer (fe) indicated that at the time of arrival at the customer site, the customer had reported that the droplet issue had not been observed on that day. The fe verified adjustments to the probe and probe height with the incubator. Reagent pipetting was performed without any issues. Qc and patient testing was acceptable. Repairs have returned this instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).